Event description:
It was reported that the patient line of the amia cassette was unable to be disconnected from the transfer set. This was observed while disconnecting after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.